Event description:
Philips received a complaint on the dfm100 indicating that the operational check failed since the ECG cable had poor contact. There was no patient involvement at the time the issue was discovered. The efficia dfm100 defibrillator, model# 866199, is substantially similar to the heartstart xl+ defibrillator (model # 861290) and will be reported in the united states under device model # 861290.

Manufacturer narrative:
Based on the results of the analysis provided by customer, the cause of the reported problem was due to the defective ECG lead trunk cable. The issue was resolved by replacing the ECG lead trunk cable and the product is back in service.